Manufacturer narrative:
The patient's weight was obtained via follow-up.

Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model) to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to obtain the patient's weight. Investigation results will be provided in the final report.

Event description:
It was reported the patient's lead was found to have migrated via x-ray results. Reprogramming was unable to restore effective therapy. In turn, the patient plans to undergo surgical intervention to address the issue.